Event description:
It was reported the pump was explanted as the mesh pouch caused the pump to come out of "literally protrude from" the patient's body. It was indicated there was swelling after the pump was explanted. A new pump has not been implanted.

Manufacturer narrative:
Date of explant is approximate. Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).